Event description:
It was reported that this pacemaker and other manufacturer right ventricular (rv) lead had erratic in-range lead impedance measurements since about 4 months earlier. The patient was brought in for further troubleshooting, and neither noise or high impedance were able to be recreated. The device was reprogramed to unipolar, and the issue appears to be resolved. Plan was to continue to monitor. No adverse patient effects were reported.